Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing (pptwos). The patient was brought into clinic on (B)(6) 2024 where no programming changes or interventions were performed. The patient was found deceased on (B)(6) 2024. The cause of death was unknown.